Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she put the sensor into the serter and the needle broke off in the serter. Blood glucose value was 68 mg/dl; she treated with food. Customer was assisted with releasing the needle hub from the serter. The sensor would be replaced and returned for analysis.